Event description:
A customer reported a past instance of high blood glucose without specifying a specific value; the display showed "high." Cause was not known. Customer administered a correction injection through multiple daily injections. Control iq feature was active during the high event, and the customer did not require third-party assistance. Cts recommended that the customer consult with a healthcare professional to discuss the factors affecting blood glucose levels, which the caller understood and acknowledged the advice.